Event description:
It was reported that the surgeon was not satisfied with the stability of the 10mm implant after trialing with a 10mm trial. The implant was removed and a 12mm implant was used to complete the procedure.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.